Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's controller was getting hot during the recharge process but they were still able to charge so they didn't call right away. Now the controller wont charge the ins and removing/reinserting the batteries did not resolve the issue. While trying to charge on the day of the report the recharger got hot and then the controller got hot as well. The patient noted that they got so hot that it almost burned a blister onto them. The controller then indicated that it needed to be charged and was showing the orange battery level and it was not flashing the green light when plugged in to indication that it was charging. The controller battery had depleted extremely fast. The patient could hear something rattling around inside the controller when they shook it and stated that it had fallen off their bed 'a few weeks ago.' Then the patient noted that the controller was able to charge and was also showing the red warning battery level for the ins. The controller and recharger were both replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that replacement of the recharger and controller resolved the recharging issues and the burning sensation with recharging. No further complications were reported.

Manufacturer narrative:
This is the main component of the system that was not listed on the initial report: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.